Manufacturer narrative:
Service technician was able to verify the reported problem. Inspection revealed a pinched tubing under the accumulator. Corrected tubing and the reported problem was resolved. Pressure & oxygen blending performance failed for non-conformance with measured o2 (oxygen) percentages at all tests. All measured o2 (oxygen) percentages were below lo spec. Found o2 (oxygen) blender to be creating the non-conformance.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 occurred high peep alarm (positive end-expiratory pressure). The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.